Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump was damaged. Reportedly, the customer experienced difficulty charging the pump. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting or follow up from tandem technical support.